Manufacturer narrative:
(B)(4).

Event description:
The consumer reported via a manufacturer representative (rep) that the patient's symptoms returned. The patient stopped feeling stimulation after a fall. The health care professional (hcp) checked impedance in office and all were over 4000 ohms. The rep checked impedance and it was over 4000 ohms as well. The lead was replaced. The issue was resolved at the time of the report. The lead was disconnected from the implantable pulse generator (ipg) and a new lead and battery were placed. Surgical intervention did occur. The lead and battery were replaced and the issue was resolved. The indication-for-use (IFU) was unknown. If additional information is received, a follow-up report will be sent. Refer to regulatory report #6000153-2016-00559 for information on the patient's lead.